Event description:
It was reported that there is a possible lead fracture. It was further noted that noise was noted on stored episodes and during atrial threshold testing. There had also been an impedance spike which had resolved. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).